Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pulse generator exhibited noise on both the atrial and ventricular channels. It was noted that the patient worked on the farm occasionally with heavy machinery. No intervention was performed and the patient was in stable condition.